Event description:
This unsolicited case from united states was received on 03-jan-2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later on the same day after 5.5 hours couldn't bend knee, after 6 hours, couldn't walk at all, after 11 hours collapsed/ absolutely dropped, like passed out, after unknown latency had massive infection. This also involves device malfunction. No concomitant medication or concurrent condition was provided. The patient had past treatment with bilateral synvisc-one injections (but she did get her right knee replaced). On (B)(6) 2017, at around 9:00 the patient initiated treatment with intra-articular synvisc one (probably 6th injection) injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021 and expiry date: unknown) into the left knee. They did disinfect her knee before the injection, but unsure what was the disinfectant used. It was reported that the patient walked every hour. By 13:30 the patient was limping. The same day by 14:30 after her walk, the patient couldn't bend her knee. By 15:00 the patient couldn't walk at all and by 20:00 the patient collapsed. The same day, the patient was taken by ambulance to ER and was hospitalized. The patient had her bandage on her knee when she went to ER, and it had been wrapped the whole time. By 3 pm the patient's pain was 10 (on a scale of 1-10). The patient" didn't just fall, she absolutely dropped, like passed out", and she had started to use her walker again "from knee replacement days" that afternoon. The patient was first in the ER, they thought she was having a heart attack, and it "took them a long time to finally rule that out", even though she was insistent it was a problem with her knee. At 4pm after her injection, she was "not very aware" of what was happening, because of her knee pain. It was reported that the patient was receiving daily IV infusions of antibiotics, for a total of 6 weeks. For the first antibiotic her "body didn't like it" and her hcp was worried about kidney damage, because the "inflammation marker started flying all over", so she was switched to another IV antibiotic (name of either IV: unspecified). The patient was also taking ciprofloxacin (cipro) pills at home, and it'll be a total of 6 weeks for ciprofloxacin as well. It was reported that the patient was sure that the lab work that was done in the hospital would support "a massive infection". It was reported that they did a surgery on tuesday during her hospitalization to "remove all they could" from her knee and they couldn't believe the level of inflammation that had progressed in the short time that it did. It was reported that they did lab work, and aspirated her knee also. As of (B)(6) 2017, the patient's c-reactive protein was 49.4. The same day, from aspiration of knee, cultural bacterial other with gram stain, was done which showed no growth, gram stain showed many, wbc: many, rbc: no epithelial seen. Cell count synovial fluid from the same day 0955: level at 133,180 with standard range being 0-200. It was reported that once they aspirated & started her on antibiotics, they didn't see any more growth. On (B)(6) 2017 the patient was discharged in the afternoon and she went home. It was reported that the patient strictly does low impact exercises, like walking, following her injections. Corrective treatment: IV antibiotic, ciprofloxacin for collapsed/ absolutely dropped, like passed out; surgery to remove all they could from knee, IV antibiotics for massive infection outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: hospitalization/prolongation for device malfunction, collapsed/ absolutely dropped, like passed out, massive infection pharmacovigilance comment: sanofi company comment dated 10-jan-2017: this case concerns a female patient who received synvisc one injection from the recalled lot in both knees and after that she couldn't walk, bend her knee and collapsed/ absolutely dropped, like passed out. She had massive infection and had surgery to remove all from the knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Collapsed/ absolutely dropped, like passed out/ syncope [passed out]. Device malfunction [device malfunction]. Massive infection/ pyogenic arthritis of lower leg/ septic arthritis/ bacteria arthritis of ankle [joint infection] ([inflammation], [knee effusion], [knee pain], [synovial fluid analysis abnormal], [synovial fluid cell count], [c-reactive protein increased]). Couldn't bend knee [joint range of motion decreased]. Couldn't walk at all [unable to walk]. Unable to bear any weight [weight bearing difficulty] . Case narrative: based on additional information received on 20-nov-2018 from physician, this case became medically confirmed. This unsolicited valid legal case from united states was received on 03-jan-2018 from a patient. This case concerns a 73 year old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and later on the same day after 5.5 hours couldn't bend knee; was unable to bear any weight; after 6 hours couldn't walk at all; after 11 hours collapsed/ absolutely dropped, like passed out; after unknown latency had massive infection/ pyogenic arthritis of lower leg/ septic arthritis/ bacteria arthritis of ankle. This also involves device malfunction. The patient had past treatment with bilateral synvisc-one injections. The patient's past medical history included primary osteoarthritis of right knee from (B)(6) 2015 to (B)(6) 2016 (recovered by right knee arthroplasty on (B)(6) 2016), hyponatraemia since 2013, anaemia of chronic disease since (B)(6) 2009, pseudophakia left from (B)(6) 2012 to (B)(6) 2013, hypercalcaemia from (B)(6) 2010 to (B)(6) 2013, varicose veins of lower extremities with ulcer which recovered on (B)(6) 2013, edema, gait problems/ difficulty walking ,obesity, total knee arthroplasty, septic arthritis and pyogenic arthritis of lower leg. Surgical history included appendicectomy and tonsillectomy. Patient was a former smoker (used 2 packs/ day; quitting date: (B)(6) 1980). At the time of the event, the patient had ongoing macular pseudohole since (B)(6) 2012, rhinitis since (B)(6) 2013, rectal prolapse since (B)(6) 2013, essential hypertension since (B)(6) 2009, hypothyroidism and hyperlipidaemia. The patient's past vaccination(s) included flu vaccine vii on (B)(6) 2012 (also done on (B)(6) 2013, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017), screening for colon cancer, screening of breast cancer, influenza vaccine on (B)(6) 2003 (also done on (B)(6) 2005,(B)(6) 2006 and (B)(6) 2010), pneumococcal conjugate vaccine on (B)(6) 2015, pneumococcal polysaccharide vaccine on (B)(6) 2009, tetanus vaccine on (B)(6) 2010 and pneumococcal vaccine on (B)(6) 2015. The patient's past family history was not provided. Concomitant medications included amlodipine besilate (norvasc); ipratropium bromide (atrovent) for rhinitis; levothyroxine; lisinopril dihydrate (prinivil); magnesium; acetylsalicylic acid (aspirin) and folic acid, minerals nos, vitamins nos (thera-m), heparin; sodium chloride; zinc; ubiquinone; fish oil (omega 3 fish oil); vitamin d3 ; and calcium phosphate dibasic, lactobacillus acidophilus (probiotic acidophilus [calcium phosphate dibasic;lactobacillus acidophilus]), misc natural products, digestive enzyme. On (B)(6) 2017, at around 9:00 the patient was administered with intra-articular synvisc one (probably 6th injection) injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021 and expiry date: unknown) into the left knee. They did disinfect her knee before the injection, but unsure what was the disinfectant used. It was reported that the patient walked every hour. By 13:30 the patient was limping. The same day by 14:30 after her walk, the patient couldn't bend her knee and was unable to bear any weight. By 15:00 the patient couldn't walk at all and by 20:00 the patient collapsed. The same day, the patient was taken by ambulance to ER and was hospitalized. The patient had her bandage on her knee when she went to ER, and it had been wrapped the whole time. By 3 pm the patient's pain was 10 (on a scale of 1-10). The patient"didn't just fall, she absolutely dropped, like passed out", and she had started to use her walker again "from knee replacement days" that afternoon. The patient was first in the ER, they thought she was having a heart attack, and it "took them a long time to finally rule that out", even though she was insistent it was a problem with her knee. At 4pm after her injection, she was "not very aware" of what was happening, because of her knee pain. It was reported that the patient was receiving daily IV infusions of antibiotics, for a total of 6 weeks. For the first antibiotic her "body didn't like it" and her hcp was worried about kidney damage, because the "inflammation marker started flying all over", so she was switched to another IV antibiotic (name of either IV: unspecified). The patient was also taking ciprofloxacin (cipro) pills at home, and it'll be a total of 6 weeks for ciprofloxacin as well. It was reported that the patient was sure that the lab work that was done in the hospital would support "a massive infection". It was reported that they did a surgery on tuesday during her hospitalization to "remove all they could" from her knee and they couldn't believe the level of inflammation that had progressed in the short time that it did. It was reported that they did lab work, and aspirated her knee also. As of (B)(6) 2017, the patient's c-reactive protein was 49.4 , esr was 24mm/hr (0-20mm/hr) and no anerobic growth was found in the culture results, %polymorphonuclears sf 88%, mononuclears 12%, synovial fluid of left knee was yellow and clear with cell count of 133180/ul (high) (ref range: 0-200/ul), crystals of calcium pyrophosphate were not found in synovial fluid .on (B)(6) 2017, ultrasound guided aspiration of left knee as done. Patient was placed supine and left knee was prepped and draped in sterile fashion. Skin over the site was anesthetized with 2% lidocaine. Using ultrasound guidance, an 18 gauge spinal needle was advanced into the left knee with aspiration of approximately 30 ml of clear yellow fluid. Patient tolerated the procedure with no immediate complication. The same day, from aspiration of knee, cultural bacterial other with gram stain, was done which showed no growth, gram stain showed many, wbc: many, rbc: no epithelial seen. Cell count synovial fluid from the same day 0955: level at 133,180 with standard range being 0-200. It was reported that once they aspirated & started her on antibiotics, they didn't see any more growth. On (B)(6) 2017 the patient was discharged in the afternoon and she went home. It was reported that the patient strictly does low impact exercises, like walking, following her injections. On (B)(6) 2017, fluoroscopically guided peripherally inserted central venous catheter placement was done. Patient was placed in supine position. Prior to procedure ultrasound was done to identify right basilic vein. An image was recorded. Overlying skin was prepped and draped in the usual sterile fashion and infiltrated with lidocaine. Using real time ultrasound guidance, vein was accessed with a 21 gauge micropuncture needle. The intravascular length was recorded and subsequently the single lumen PICC was cut to the appropriate length and inserted through a peelaway sheath. Catheter aspirated and flushed easily. Final image demonstrated catheter tip in the region of lower svc. Catheter length was 44 cm with 0 cm skin to hub distance. Lab values revealed esr 44mm/hr (high)normal range (0-20mm/hr), crp was 13.6mhg/l (0-8.0mg/l). Physician reported that crp had improved. Corrective treatment: IV antibiotic, ciprofloxacin for collapsed/ absolutely dropped, like passed out; surgery to remove all they could from knee, IV antibiotics and lidocaine for massive infection/ pyogenic arthritis of lower leg/ septic arthritis/ bacteria arthritis of ankle; not reported fort rest of the events outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: hospitalization/prolongation and medically significant for device malfunction and like passed out; hospitalization, medically significant, intervention required for massive infection/ pyogenic arthritis of lower leg/ septic arthritis/ bacteria arthritis of ankle, collapsed/ absolutely dropped. Follow up information was received on 01-feb-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 20-nov-2018 from physician. Additional event of unable to bear any weight added. Verbatim of event massive infection/ pyogenic arthritis of lower leg updated to massive infection/ pyogenic arthritis of lower leg/ septic arthritis/ bacteria arthritis of ankle. Medical history added. Concomitant medications added. Case became medically confirmed. Clinical course updated and text amended accordingly. Additional information was received on 20-nov-2018 from physician. Medical history added. Concomitant medications added. Case became medically confirmed. Labs added. Additional symptoms of inflammation were added. Clinical course updated and text amended accordingly.